Manufacturer narrative:
According to the report, on (B)(6) 2023 while washing his face in the bathroom, with his walker positioned in from of him, "he suddenly found himself on the floor, unable to stand or walk". The report stated they went to the emergency room, and "it was determined that he had sustained a vancouver b-type fracture, a break in the bone near the hip implant". The report stated a "revision surgery" was required to their previous hip replacement. A medical note stated the following regarding the incident, "patient reports that he was at home was trying to go to the bathroom and lost balance and fell. He was not using his walker as he was instructed before." The customer reported "the walker's locking mechanism failed on one side, causing it to collapse" at the time of the incident. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the report, on (B)(6) 2023 while washing his face in the bathroom, with his walker positioned in from of him, "he suddenly found himself on the floor, unable to stand or walk".

Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusion.